Manufacturer narrative:
The cup impactor bolt was returned screwed into the associated tritanium shell. There were no signs of remarkable wear or damage observed. The event was confirmed. The cup impactor bolt could not be unscrewed by hand from the tritanium shell. There is no alleged failure of the shell.

Event description:
It was reported that during a primary hip surgery 2 magnetic cup impactor tips got stuck inside 2 different cups of same part number. Surgical delay of approximately 15 minutes to swap out the two cups which impactor tips got stuck in.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a primary hip surgery 2 magnetic cup impactor tips got stuck inside 2 different cups of same part number. Surgical delay of approximately 15 minutes to swap out the two cups which impactor tips got stuck in.